Manufacturer narrative:
Pump received with button error alarm and intermittent button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.(B)(4)

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were unresponsive and a button error alarm was present on the insulin pump. The customer stated they were unable to clear the alarm due to the keypad anomaly. Customer's blood glucose was 101 mg/dl. The customer reported going into the pool while connected to the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.